Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 170mg/dl, 273mg/dl, and 91mg/dl. The discrepant results were obtained at a train station. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Advantage system: meter, comfort curve test strip lot number 549515, expiration date 02/29/2008.